Manufacturer narrative:
Product problem: should be corrected to adverse event in initial medwatch report. Required intervention to prevent permanent impairment/damage (devices) should be marked in initial medwatch report. Date of this report: should be corrected to 02/may/2019 in initial medwatch report. Date received by manufacturer: should be corrected to 02/may/2019 in initial medwatch report. Post-op patient ucva was recorded as 20/25 and the vault was 458um. Repositioning was conducted on a unspecified date. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/+2.0/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The surgeon notes low refractive surprise, refractive change over time, blurred vision, pain, and "minor temporally icl shift." Cornea is clear, no injunctival injection, iop at 14mmhg at last visit. Patient claims no history of eye injury.